Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical application specialist reported an overcorrection post refractive procedure. Upon follow up, overcorrection only occurred on one eye and no retreatment has been planned at the moment.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of event/treatment. Log file review shows all laser system functions were within specifications for the respective treatment. Clinical states that the patient has recovered vision. The over correction may be due to a flap wrinkle. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors are previous cornea condition of the patient and inappropriate treatment planning or a flap wrinkle. The manufacturer internal reference number is: (B)(4).